Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. After the device was received, the scope was dried and the e315 error message was not displayed. The image was fine. Evaluation did find the leakage check label was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message during reprocessing. There was no delay and the diagnostic procedure was completed with a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was no reproduced, it is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315) temporarily. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.